Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that there was no known external/enviro nmental/patient factors that may have caused or contributed to the "settings not available message". Rep reported that the patient (pt) had impedance issues. Rep confirmed there were impedance issues with some electrodes that were not allowing the pt to get their desired intensity. Rep met with pt in person and the rep made changes to avoid those electrodes. Pt was then able to turn stim up and down freely without any additional issues. The information provided had been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that on (B)(6) 2026, when they had interrogated the implant, they saw a clear impedance issue occurring. Rep reported there was one electrode on both leads that had high impedances that were being used for the therapy which were prohibiting the patient (pt) from raising their intensity to a desired level. 0=18k-28k depending on which other electrode it was working with. 11=28k-10k depending on which electrode it was working with as well. Rep mentioned the pt had old octad 4x1 leads that had been implanted for 20+ years. The rep changed the electrode configuration and was able to stim the areas the pt wanted. Pt had been doing fine since.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that last night they started getting settings not available cannot provide your desired intensity settings message on the controller. Pt mentioned that they had the message when they tried to charge again their implant and they reached out to their manufacturer representative (rep) and was advised to call patient services. Pt mentioned controller was at 100% and implant was at 80%. Agent had pt turned the therapy off and on, changed group b to a and pt tried to increase intensity but still got settings not available. Agent reviewed information to pt and redirected pt to their managing healthcare provider (hcp). Additional information was received from the patient (pt). Pt reported that bad electrodes most likely caused or contributed to the settings being unavailable. Pt stated they had met with their manufacturer representative (rep) to set wires to the next electrode. Pt said they were sent a new charge paddle, and that it was "not problem", they had met with their rep to manage electrodes, and were "still questionable on the controller".